Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label, stained end cap sticker and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and insulin pump had turn off. Customer stated that insulin pump was turned off because battery cap had become loose and had crack as well as battery fell out. Customer stated that they had crack on insulin pump next to battery compartment. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.